Manufacturer narrative:
System analysis/service repair: the reported error code was confirmed and determined to be the result of a faulty resonator. The resonator was replaced; the system tested and verified to specification.

Event description:
It was reported that during a prostate procedure, an error code 171 was received and the laser system reverted to standby mode about every three seconds. The case was completed using an alternate procedure (turp). Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Service in field performed on (B)(6) 2014. Resonator s/n (B)(4) returned to ams and analysis performed on (B)(6) 2014. Product evaluation summary: during resonator evaluation, water damage was noted on the resonator received from the field. Water leakage was observed from the diode stack. The resonator could not be repaired.